Event description:
A customer contacted beckman coulter (bec) to report that less than 10ml of bloody fluid leaked from the needle pierce area of a coulter lh 500 hematology analyzer. Patient samples were not being run at the time the leak was observed. No erroneous results were generated. The operator was wearing personal protective equipment (ppe) consisting of gloves and a labcoat without face protection at the time of the event. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the sample needle had been installed with the drain tubing through pinch valve (pv21) crimped. Fse pulled needle assembly out and cut the end of tubing off and reinstalled without crimping the tubing. This resolved the issue. Repair was verified per established procedures and results met published performance specifications. The cause of the leak is attributed to the crimped tubing through pv21. (B)(4).